Manufacturer narrative:
The device was not returned to greatbatch medical for evaluation so the reported event cannot be confirmed. A process review was performed and no discrepancies were found. The initial investigation was completed by the customer (smith & nephew), and they could not determine a specific cause of the failure. No further investigation required. Complaint information was provided by smith and nephew. Not returned to greatbatch.

Event description:
It was reported that the ratchet broke and the doctor had to hold it in place while inserting cup. No adverse events reported as a result of the malfunction.

Manufacturer narrative:
Greatbatch medical is not the legal manufacturer of the device involved in this incident.